Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out that there was either no pacing from the cardiac resynchronization therapy defibrillator (crt-d) or no capture on the left ventricular (lv) lead when the device was programmed to a pacing only mode. The device was noted to be out of the pocket at the time. Pacing was successful when the device was programmed to a mode with pacing and sensing. The new device was implanted and the chronic lv lead remains in use. No patient complications have been reported as a result of this event.